Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2019, the screws are pulling out and the plate is loose. The device was not returned to the manufacturer for evaluation as all tmc hardware currently remains implanted. The device history records for the devices intended to be implanted were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. However, it is possible the screw was not completely locked during initial placement and/or post-operative activity of the patient lead to it backing out and eventual loosening of the plate as well. The instructions for use and surgical technique include statements regarding post-operative care and the proper method for inserting screws into a plate. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, screws are loose/extruded and a plate is loose. The patient is experiencing pain, however has chosen not to have a revision and all hardware currently remains implanted.